Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, cracked battery tube threads, broken belt clip slot, cracked case from display window corner and cracked case. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir compartment was chipped off. Customer stated that the reservoir was able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.